Manufacturer narrative:
Initial reporter address: (B)(6). Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had cloudy solution. This was observed in the pharmacy during filling using a compounder. K phosphate, k acetate, na acetate and lipids were scheduled to be delivered to the final bag; no lipids were pumped yet. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.